Event description:
Letter received from the patient relating that he is experiencing blurred vision and glare since implantation of a multifocal intraocular lens 3 years ago. He reported that he requires rx medication daily to relieve the symptoms. Lens remains implanted.

Manufacturer narrative:
The intraocular lens (iol) associated with this report remains implanted. In follow-up with the patient's surgeon he stated the patient is unable to adjust to the multifocality of the iol. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related. Iol remains implanted.